Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an error 1 message with the meter. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: the pump has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: during testing, the meter remote was powered on and immediately emitted an error 1 with sub code 5. The meter remote could not be paired with a pump to complete investigation, and the error could not be cleared. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.